Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol is unk. A definitive root cause for the reported event cannot be determined with the info provided. Evaluation: the manufacturing records were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specifications.

Event description:
It is reported that the pt was revised due to aseptic loosening.